Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower doors 2 and 4 experienced intermittent failures. The customer stated that a malfunction occurred when a user attempted to dispense medication to a patient. However, no delays, adverse events, or injuries were reported in connection with this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had intermittent failures. A field service engineer cleaned and secured the contacts on the latch terminals. The system functioned as intended after the field service engineer repaired the device.